Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: she has been having high blood glucose (bg) readings lately. She had a bg of 749 mg/dl with severe chest pain and went to the emergency room, where she was treated with fluids and IV insulin drip. She was released same day on the pump and was advised to monitor. Patient states she has had a lot of stress in her life which was causing high bg's. Bg at time of call was 70 mg/dl with no symptoms. There is no allegation of pump malfunction. Customer support (cs) advised patient to monitor bg and if any issues to contact her health care provider. This issue is being reported because a patient on pump therapy experienced hyperglycemia requiring medical assistance.

Manufacturer narrative:
Follow-up #1: date of submission 10/23/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/14/2013 with the following findings:.last basal delivery was on 08/06/2013.black box review shows no activity outside of normal use. Tdd add up correctly and reflect the programmed basal program . No defect was found. Pump powers up and displays ¿verify¿ screen.pump was primed an exercised for 24h, no delivery interruption occurred during the duration test. Force sensor calibration reading is at the correct count the pump passed a 29h flow accuracy test successfully. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.